Event description:
On (B)(6) 2022, the patient/lay user contacted lifescan (lfs) USA alleging that her onetouch verio flex meter read inaccurately high compared to her feelings and/or normal results. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that alleged issue began on (B)(6) 2022, at an unspecified time. The patient claimed that the subject meter gave her different readings and continued to give her higher readings. The patient stated she then bought a control solution, tested, and received a reading of ¿236 mg/dl¿ with the subject meter. On(B)(6) 2022, before breakfast at 8:56 am, the patient received a blood glucose reading of ¿131 mg/dl¿ on the subject meter. The patient manages her diabetes with three types of insulin (ozempic ¿ once a week, novolog at mealtimes and basaglar in the evening) and she stated that she increased her novolog insulin by 3 units in response to the alleged issue. Approximately 15 minutes later, at 9:13 am, the patient ¿fainted¿ and hit her head on the table. The patient also started to feel ¿sweaty and had a big rush¿ and stated that she ¿crashed¿. The patient reported that she self-treated with orange juice and went to lay down on the sofa, immediately after the symptoms appeared. The patient denied using any other device to test her blood glucose. At the time of troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject device at the time of testing. The cca established that the test strips had been stored properly, were not open beyond their discard date, not expired and the test strip vial was not cracked or broken. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.